Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported by the physician that post myosure procedure for uterine tissue removal on (B)(6) 2017 and the patient developed some "brisk bleeding". The patient was admitted into the hospital and the physician then placed a balloon catheter to tamponade the uterus and administered tranexamic acid (txa) three times a day, penicillin (antibiotic) intravenously and penicillin tab three times a day. On (B)(6) 2017, the physician deflated the balloon and no further bleeding was noted. The patient was discharged on antibiotics.